Event description:
See initial report.

Manufacturer narrative:
The review of livanova complaints about the affected s5 highlighted that no complaints have been registered since its installation in 2019, neither similar complaints concerning trend has been identified. Furthermore, since the technical activity of the fse in october 2024 the event no longer occurred, therefore it was isolated. Possible root cause of the event can be: - power supply issues: fluctuations, interruptions, or insufficient power from the electrical source with discharged backup battery. - environmental factors: electromagnetic interference that exceed the device's operational tolerances. - user-related actions: accidental disconnection or failure to follow operational guidelines. - external hardware interference: loose or improperly connected cables, peripheral device malfunctions, or third-party equipment affecting the system. - transient software conditions: rare, temporary glitches or unanticipated corner cases that do not reproduce consistently during testing. These factors can create conditions where the device shuts down temporarily without leaving a detectable trace during subsequent analysis or service interventions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the s5. Operating room director requested a complete functional test of the s5 a livanova field service representative was dispatched to the facility to investigate the device and carefully verified all functions of s5 system per livanova checklist. No issue could be reproduced: all functions normally. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the s5 hlm machine shuts down during a procedure. There is no report of any patient injury.